Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 43.4 cm from the connector pin. The inner insulation was damaged exposing the inner coil at the same region.

Event description:
It was reported that the lead exhibited intermittent capture. During the attempt to repositioning, the capture thresholds increased and the lead was removed and replaced